Event description:
Physician reported inflammatory reponse following pt's use of cuffpatch. Cuffpatch was used to repair supraspinatus/inraspinatus tears. Implant date was 2004. First symptoms reported were swelling and pain. Upon examination, the patch looked gel-like in appearance with no pus. Pt reported the symptoms to physician one month post operation. Cuffpatch was explanted and no topical antibiotic was used post-operation.